Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report about a lo-pro endotracheal tube. Customer alleged that prior to use, while a stylet was inserted on one of the tubes, it came out of the murphy eye cut. It was also reported that there were 9 more tubes from the same batch that the customer wants to return. No patient involvement was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that while place the stylet wire it was observed coming out the murphy eye. Customer indicated there was no patient involvement with this event.